Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the centrifugal control unit stopped. An "over speed" error was observed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: they were using two centrifugal control modules and associated devices. One was being used for the arterial pump and the other was used for venous kinetic assist. During cpb, the venous centrifugal control module stopped and a "motor error - over speed" message was displayed. The perfusionist attempted to re-start the control module, but the message remained and they were not able to continue assisted venous drainage. Venous drainage, by gravity, remained and they were able to maintain an adequate level of venous return to adequately provide arterial blood flow. This did not require a need to terminate cpb while troubleshooting was being performed. A control module, from another unused system, was brought to the operating room and was connected to the system-1. This took about two-three minutes to complete and assisted venous drainage was able to be re-started and there were no other issues the remainder of the procedure. The procedure was completed successfully, without delay and without loss of blood. The pt was weaned from cpb without difficulty and transferred to ICU per normal practice.

Manufacturer narrative:
Eval is in progress, but not yet concluded.